Manufacturer narrative:
(B)(6). A device history record review was performed for the complaint device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. Manufacturing location: synthes (B)(4). Manufacturing date: aug 31, 2015. The complaint device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that during an unspecified surgical procedure, the drill bit broke inside the unknown drill sleeve during use. The broken drill bit was removed from the drill sleeve and the procedure was completed with another drill bit. The surgery was successfully completed with no reported delay or patient harm. This report is 1 of 1 for (b)(46).

Manufacturer narrative:
Product investigation summary: the visual inspection has shown that the tip of the drill bit is broken off as complained. The broken fragment was not returned as it was discarded in the hospital. Furthermore, it was found that the entire tip is twisted. The device history record was researched with no abnormal findings identified. The lot in question was manufactured with a lot size of (B)(4) pieces in august, 2015. The measurable dimensions of the drill bit could not be checked any further due to the un-twisted condition and since the fragment was not sent back for evaluation. Unfortunately, an exact root cause could not be determined. It is likely that an improper handling could have led to this complaint issue. Based on these findings, it can be concluded that the cause of failure is not due to any manufacturing non-conformances. No product related issue could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device(s) reported: drill sleeve (part/lot: unknown / quantity: 1).